Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when anti-tachycardia pacing was turned on it caused pauses and patient heart rate went below set parameters on the implantable pulse generator (ipg). The patient became symptomatic and lightheaded. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.